Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the IV pumps are experiencing a number of channel errors. They identified that this "with how our staff load the channels" and may be due to clinician workflow. There was no information on patient involvement. Upon further customer follow up customer states that the most common error code is 240.4150. Bio med reports they will test the pump module on each side of the pcu running the infusion settings that were reported by the clinician. Customer reports "95% of the time they do not get any errors" and "5% or less there is an issue with the iui". This was generalized feedback no specific event information was available.